Event description:
Terumo medical received a voicemail from a patient. The patient stated the device went over the flap and tore up the artery. The patient had to have surgery the next day, almost lost their leg, and had a huge incision with a 7-inch scar. The patient was having pain. Terumo medical received FDA medwatch report # mw5170272 on 23may2025: "via medwatch mw5170272: event date 11/15/2024. I, (B)(6), encountered a medical emergency due to failure of the angio seal closure device place in my femoral artery during a fibroid embolization. The device is supposed to close off your artery and dissolve within 90 days and no further treatment is supposed to be needed. Needless to say, my outcome was horrific, and I had no flow to my leg. The device tore up my artery wall so within 24 hrs, I had to be rushed by ambulance from a gas station attendant calling 911. At the (B)(6). The performed an emergency CT scan thankfully they got me back urgently beyond the waiting room full. The CT scan shown that the device tore up my entire artery wall. They told me that they would need to do emergency surgery to save my life as there was no blood flow and no pulse in my main femoral artery that supplies all of my organs and life. They did a CT 3d runoff ultrasound and started a heparin drip upon knowing I was bleeding heavily previously but every measure had to be taken to save my life. They performed a 6hr procedure by dr. (B)(6) to reconstruct my entire femoral artery wall. This procedure they partially called a femoral endarterectomy. You don't ever hear of these cases; it's like never happened so they had to add the procedure codes to get the surgery in and everything set. The on-call surgeons called the performing surgeon that implanted the device and directly spoke to him several times and they stated to me that he could not be there, and they would have his colleague perform the emergency surgery. I was told personally that they spoke several times prior to surgery and after. They were in full communication. I am very concerned due to the fact this device when used if there is any imminent emergency, they provide a card with the surgeon's number and the device is supposed to be returned back to the manufacturer and photos and etc. And very clear documentation when any medical device causes such an emergency to be investigated. Well in my case, the doctors left this part out. I believe the surgeon told them to discard of the device and I contacted terumo and they stated performing original surgeon knows that if any complications arise, they are required to make arrangements with the new surgeon and get the device and ship if off along with a report to the company. They failed to do this along with correct reporting of the clinical notes stating where the device was, a picture along with a biopsy type report. I asked the surgeons at the ER if they sent it off for an investigation to inspect the device and I was told they did, but upon calling several months later no report exists or investigation on either doctor. I called several times and asked about this, and they did not make a note of it in any of the doctor's notes in any of the visits, it's almost as if they were paid to hush. This angio seal closure device should have held up; it's from a world renown company terumo. They use this all across the world. They had to take measures to save my life quickly, seeing that your femoral artery supplies your life, you would never think this could ever happen. I have faced so many issues and pain along with I have no feeling in my leg is completely numb from the groin also half of my private part is completely numb all the way down half my thigh. Also faced documented infection and had to be placed into a rehab center and have 24-hour care with still having major issues being sent back to the ER several times from the rehab. I am requesting someone research this incident and doctors due to the fact the doctors and surgeons did not follow protocols probably seeing they could get sued because such a horrific incident. The company terumo was notified several times and I asked how I can start a claim or incident report and they said the surgeon is required to do that and that he would need to and send in the device and start the investigation that is required by terumo. Lot # 0000622405 concomitant medical products and other treatments b12. Dotterra natural oils peppermint at times. Gabapentin. Hydroxychlorochin. Miralax. Multi vitamin. Percocet." Additional information was received on 02jun2025 via direct telephone with the patient: the angio-seal was deployed after a fibroid embolization. The patient was released from the facility with a lot of pain. Approximately 24 - 36 hours had passed from successful deployment of the angio-seal to when the patient was rushed to be treated. The patient experienced severe pain and could not put pressure on leg. The patient had a history of removing fibroid tumors; there was no history of pad. There was no blood flow to the patient's leg, and there was a tear in the femoral artery. The patient was not in stable condition and was in hospital with blood clots in the right leg.

Manufacturer narrative:
A2: date of birth: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a status-post procedural vessel occlusion that reportedly required emergent, surgical intervention. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).